Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03117. It was reported that the patient's l2 lead was autoreducing due to high impedances. It was later noted that both the patient's t12 and l2 leads were providing ineffective therapy due to lead migration. As a result, the patient underwent surgical intervention during which the t12 and l2 leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.